Event description:
No additional information received material#: 305106 batch: 3083952 it was reported by the customer that tight or loose, whether its medication, plasma or water, sometimes the needle just does not allow anything to come out, different syringes were tired and it seems to be the needles. Verbatim: rcc received a complaint via email. Email(s) attached. ID nat-24-0028 report date march 4 2024 reported by: xxxxx factory/manufacturer bd MFR item # 305106 mms item # 145374 product name needle, hypo 30gx1/2" lot / serial number 3083952 product concern tight or loose, whether its medication, plasma or water, sometimes the needle just does not allow anything to come out, different syringes were tired and it seems to be the needles. Customer name xxxxx customer contact xxxx customer address/phone xxxx sample availability check with customer comments on 11/03/2024 1. Please confirm the number occurrence. Unfortunately I don¿t have an exact count, I would say 2-3 per box 2. Is there any sample available for investigation? Unfortunately no samples. If we do save them in the future, they will likely have blood borne pathogens on them, do you want me to attempt to keep them for testing knowing this? 3. Date of event: started about 2-3 weeks ago. 4. Did the event involve an urgent/life threatening medical situation? No, but as it is around injections, it could be. Comments on (B)(6) 2024 I was able to get a sample of one of the needles that didn¿t work. It was being used for lidocaine and fortunately it was never administered into a patient. How can I get that to you?

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation it was reported the needle would not allow anything to come out. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed. The packaging blister was opened by pushing the needle hub through the packaging blister top web, and no defects or imperfections were observed on the needle assembly. The sample was then assembled to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. This defect could occur when pushing the needle through the packaging blister top web which creates particles that can induce clogging. A device history record review was completed for provided material number 305106, lot 3083952. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 305106 , batch: 3083952. It was reported by the customer that tight or loose, whether its medication, plasma or water, sometimes the needle just does not allow anything to come out, different syringes were tired and it seems to be the needles. Verbatim: rcc received a complaint via email. Email(s) attached. ID nat-24-0028, report date march 4 2024, reported by: xxxxx, factory/manufacturer bd, MFR item # 305106, mms item # 145374, product name needle, hypo 30gx1/2." Lot / serial number : (B)(6). Product concern tight or loose, whether its medication, plasma or water, sometimes the needle just does not allow anything to come out, different syringes were tired and it seems to be the needles. Customer name xxxxx, customer contact xxxx, customer address/phone xxxx. Sample availability check with customer. Additional information: 1. Please confirm the number occurrence. Unfortunately I don¿t have an exact count, I would say 2-3 per box 2. Is there any sample available for investigation? Unfortunately no samples. If we do save them in the future, they will likely have blood borne pathogens on them, do you want me to attempt to keep them for testing knowing this? 3. Date of event: started about 2-3 weeks ago. 4. Did the event involve an urgent/life threatening medical situation? No, but as it is around injections, it could be. I was able to get a sample of one of the needles that didn¿t work. It was being used for lidocaine and fortunately it was never administered into a patient. How can I get that to you?